Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that three months post dialysis catheter placement procedure, the catheter allegedly failed to stay inside the patient's body and got dislodged. It was further reported that the device was sutured to the patient as the patient's tissue failed to grow around the implanted device. Reportedly device was sutured again to the patient body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one glidepath dialysis catheter implanted in a patient. The tissue cuff was noted on the catheter insertion site. Yellow colored residue was noted on the catheter near the insertion site. Suture was noted tied to the bifurcation and on the catheter. Therefore, the investigation is inconclusive for the reported loosening of implant and expulsion issues as the provided photo is itself not sufficient enough to confirm the reported issues and further the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2022), g3, h6 (method). H11: h6 (device, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three months post dialysis catheter placement procedure, the catheter allegedly failed to stay inside the patient's body and got dislodged. It was further reported that the device was sutured to the patient as the patient's tissue failed to grow around the implanted device. Reportedly device was sutured again to the patient body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one glidepath dialysis catheter implanted in a patient. The tissue cuff was noted on the catheter insertion site. Yellow colored residue was noted on the catheter near the insertion site. Suture was noted tied to the bifurcation and on the catheter. Therefore, the investigation is inconclusive for the reported loosening of implant and expulsion issues as the provided photo is itself not sufficient enough to confirm the reported issues and further the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three months post dialysis catheter placement procedure, the catheter allegedly failed to stay inside the patient's body and got dislodged. It was further reported that the device was sutured to the patient as the patient's tissue failed to grow around the implanted device. Reportedly device was sutured again to the patient body. There was no reported patient injury.